Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1g; duration, frequency and route not reported), injection amikacin (150mg; duration, frequency and route not reported) and injection imipenem (250mg in each bag; duration and frequency not reported) for peritonitis. The outcome of the event was not reported. It was not reported if dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear. It was reported the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.